Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient got an infection. The pump was explanted as a result and was going to be replaced in the future. It was noted that the catheter remained intact. No diagnostic testing was required. The patient was alive with no injury. The pump was infusing baclofen (unknown). Additional information received reported that the type of infection was not determined. It seemed that the incision was opening up and the health care provider (hcp) thought it was best to take the pump out. The location of the possible infection was at the site of the pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.